Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was pushing insulin out but not registering that it was pushing against the reservoir. Customer stated that insulin was squirting out during manual prime and continued to drip even after the motor stopped. Customer also received an alarm during the manual prime. The drive support cap was noted to be normal. Customer's current blood glucose reading is 55 mg/dl and has treated with a snack. No further information reported.